Manufacturer narrative:
A philips field service engineer (fse) visited onsite and found that the spo2 measurement was reading properly. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
The customer reported the spo2 measurement of the intellivue mp5 gives a false reading. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.